Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had blank display as well as insulin pump did not work and admitted in hospital due to high blood glucose on (B)(6) 2018. Customer¿s blood glucose was unknown. Customer performed troubleshoot for blank display but display did not return after pump restart. Customer was not wearing insulin pump at time of hospitalization for less than 48 hours prior to hospitalization. Customer advised to discontinue use of the pump and revert to backup plan. Customer's current blood glucose was 9.7mmol/l. Insulin pump will be return for analysis.

Manufacturer narrative:
Unit power up properly after battery installation. No blank display anomaly noted. Unit received with missing retainer ring and reservoir tube lip o-ring. Unit received with partially broken off piece at the reservoir tube lip. Unable to perform displacement test, occlusion test, delivery accuracy test and p-cap / reservoir will not lock properly due to missing retainer. Unit received with operating currents within specification. Unit passed rewind, prime/seating test, basic occlusion test and force sensor test. Pump error 63 alarmed during self test and confirmed in pump history with variable due to cold solder joint at the keypad assembly. Unit received with cracked keypad overlay at select button. Unit received with minor scratched display window, case and keypad overlay texture damaged. Unit received with faded serial number label.